Manufacturer narrative:
The complaint was escalated for technical investigation, and the results indicated that the AED, which was chirping and prompting to remove and reinsert the battery despite a new battery being installed, had failed its battery insertion test (bit) and emitted a triple chirp, warranting a warranty replacement. However, the customer encountered a "please replace battery" error with the replacement AED, and the device's return status is pending due to unsuccessful customer contact, preventing confirmation of the root cause and final disposition until a thorough analysis is performed once the device is received by philips. Based on available information, a potential cause of the reported problem has been identified as a component failure; however, the reported problem and its root cause could not be confirmed since the device is currently unavailable for investigation. Therefore, no further action is necessary at this time due to insufficient information to support a final failure analysis. Once the device is returned to philips, the complaint will be reopened for further investigation and documentation. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer received a replacement device to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
It has been reported to philips that the customer called and stated that the AED chirps and says to remove and reinsert the battery and the battery is new.